Event description:
The caller reported that the t: slim x2 pump battery would not charge and noted the charging cable became hot to the touch when attempting to charge it. There was no adverse impact to the customer¿s blood glucose level. Replacement charging supplies, including a tandem cable and wall adapter, were sent with two-day shipping, and technical support planned to follow up with the customer. If the pump battery depleted before receiving replacements, the customer was advised to rely on multiple daily injections (mdi).